Manufacturer narrative:
Product ID: neu_wrench_acc, lot# unknown, product type: accessory. Product ID: 3889-28, lot# va0vgl2, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Final analysis of the tined lead with (va0vgl2) revealed no anomaly found.

Event description:
It was reported that representative was performing a case with the patient and they were getting out of range impedances had which reading was greater than 4000 ohms on all of the bipolar pairs and on all of the unipolar pairs. The representative indicated that the implantable neurostimulator (ins) had been in her car and wanted to know if the heat could have caused a problem. It was also reviewed that they had tested stimulation with programs that were pre-programmed onto the ins and they were getting good motor response between 1 and 2v. The representative increased the amplitude and pulse width and stated that the impedances were in the 2000s and 3000s except pair 01 and 03.it was later reported that all combinations was over 4000 ohms of high impedances. At end of procedure impedance was tested on every combo. The doctor disconnected stimulator from lead, clean and rechecked 4 times and lead rested, patient felt stimulation. Lead was explanted and a new lead was implanted and everything worked. It was noted that patient recovered without sequela. A follow-up report will be sent if additional information becomes available.